Event description:
It was reported the patient's lead was implanted too low and the health care professional decided to explant it and replace the lead with a new one. This was the doctor's "normal procedure whenever they reviewed an electrode." It was noted the patient's stimulation was in the wrong location. The lead tip was implanted two vertebral spaces above the previous lead. Intraoperative paresthesia covered 100% of the patient's pain. There was no injury or adverse event to the patient. Surgical intervention was required.

Manufacturer narrative:
Product ID 3890, serial# unknown, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).